Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date month and year valid only. Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) revealed the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had not been able to charge their ins for three days because the recharger would not charge from the ac power source. The patient stated the recharger showed a screen that it needed to be charge, even when it was plugged in. The patient confirmed the desktop charger connector pin was bent and slanted down. The patient reported the desktop charge was a replacement and it was slanted when they received it. No out of box failure was reported. Additional information was received and it was reported that the patient received a replacement desktop charger and it showed that it was fully charge, but they could not get it to come on. It was determined through troubleshooting that the patient was able to charge the ins to full, but the recharger would not take a charge. The top row of the recharger screen showed that it was plugged in, but there was no indication that the recharger was charging. The patient confirmed the desktop charger green light was on and the connector pin was fine. They also confirmed that the ac connection was loose and they could wiggle it back and forth. It was reviewed that the port of the recharger may be damaged or worn. It was further reported that the recharger showed the ins was fully charged, but nothing was happening. The patient confirmed therapy was off and they did not know it was off. They then stated they had not had stimulation in the last 8-9 days. The patient was asked to sync with their patient programmer and the programmer showed the battery replacement icon. The patient replaced the batteries and was able to sync. The patient said their setting was group c and therapy was on. The issue was resolved. No further complications were reported or anticipated.